Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system server had an issue where all pyxis device medications were unable to be scanned. The technical support specialist found that the issue occurred because the script from ka (knowledge article) was executed on a server with multiple facilities and pis systems, despite it's warning not to do so. This caused over 51,000 scan code rows to be deleted, leading to barcodes with unverified links and blank medication pages. The root cause was identified as incorrect message formatting, and the recommendation was to resend barcodes with correct information. Customers reported that most medications could not be found during pyxis refills, impacting both controlled and non-controlled drugs. Although scan code files were uploaded and messages were sent from cce, they failed because the xml contained incorrect data where medid and scan code were concatenated. As a result, es could not process the messages or repopulate scan codes. The pse provided corrections and collected information for the customer. The technical support specialist attached the files provided by the customer, which listed the unlinked barcodes, and confirmed with the customer that no issues had been reported since the scan codes were reuploaded. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ es server all pyxis device medications unable to scan. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.